Event description:
It was reported, that a leadless pacemaker had high capture thresholds and low pacing impedance, during initial implant. The pacemaker had a clot cleaned off, repositioned and then implanted. The electrical measurements slightly improved one day post operation. Patient was stable and had no consequences.

Event description:
It was reported that a leadless pacemaker had high capture thresholds and low pacing impedance during initial implant. The pacemaker was cleaned off, repositioned, and then implanted. The electrical measurements slightly improved one day post operation. Patient was stable and had no consequences.